Event description:
Related manufacturer reference number:2017865-2024-40132. It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion and the left ventricular lead exhibited high capture thresholds. The device was explanted and replaced no intervention was performed on the lv lead. The patient was in recovering condition.